Event description:
Complainant alleged that while attempting to defibrillate a male pt, while clinicians were administering CPR, the device displayed an "analysis halted message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.